Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of coils broke and was poking through the tube'), fallopian tube perforation ('one of coils broke and was poking through the tube') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced procedural pain ("pain after surgery"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove essure on (B)(6) 2014. Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage and procedural pain outcome was unknown. The reporter considered device breakage, fallopian tube perforation, genital haemorrhage and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case found to be duplicate of case : (B)(4). All the information such as :references, reporters , events has been transferred from this case to retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of coils broke and was poking through the tube'), fallopian tube perforation ('one of coils broke and was poking through the tube') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced procedural pain ("pain after surgery"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove essure on (B)(6) 2014. Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage and procedural pain outcome was unknown. The reporter considered device breakage, fallopian tube perforation, genital haemorrhage and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of coils broke and was poking through the tube'), fallopian tube perforation ('one of coils broke and was poking through the tube') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced procedural pain ("pain after surgery"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove essure on (B)(6) 2014. Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage and procedural pain outcome was unknown. The reporter considered device breakage, fallopian tube perforation, genital haemorrhage and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.